Manufacturer narrative:
Philips service replaced the frontal generator point and power inverter evr (point evr) and recommended further calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the generator intermittently displayed a busy status, impacting fluoroscopy workflow on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.